Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. The device was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for the device.

Event description:
The patient reported that the needle popped out as patient was getting out of bed. The patient stated that she was having a restless night and was moving and rolling around the covers. The occurrence of the event happened on (B)(6) 2021.